Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the lead tine/lobes were cut. The distal conductor was ext rinsically distorted due to kinking/buckling and the visual summary analysis of the lead indicated damage at implant. The lead was returned with the electrode tip damaged and distal conductor distorted at tr spacer location. Therefore the wire couldn't pass through the lumen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the distal tip of the lead was damaged between the cathodes. Due to the damage, wires were unable to be advanced through the lead lumen. The damage was clearly visible upon inspection. It was noted that the lead was like that right out of the box. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.